Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer is stating that they have a lift and one of the rear casters will not snug down, it is like somethin is stripped inside the base.